Event description:
It was reported that the doctor performed the repair of gastric perforation. When finishing sewing, the doctor was about to take out the suture, the problem of pulling off suture needle happened. So there was only the suture without the needle. The needle was not found in the posterior abdomen, and the imaging examination revealed obvious development, and finally found and removed. The surgery was completed. No additional information could be provided.

Manufacturer narrative:
Additional lot reported: lot #: aahn145, p/n:sxmd1b40512, started date: (B)(6) 2021. First operation date: (B)(6) 2021. UDI code: (B)(4). To date, the end user could not confirm which lot was used in the procedure. No samples were returned for testing or review. No retained samples are available for testing/review. If samples become available at a later time the devices will be evaluated and the results will be included in a follow-up report. A review of the device history records for both finished good lot and the raw material components identified no quality issues during the incoming, manufacturing, in-process or final inspection processes. The bending, fracturing, breaking or needle detaching from the suture can occur when needles are gripped with a needle holder, forceps, surgical instrument on or near the swaged area or near the tip of the device, when excessive force is applied, when the device(s) are used in applications involving tortuous tissue or with a needle tip design that may not be appropriate for the specific tissue or procedure. Without reviewing the actual needle/suture, receiving magnified photos of the device, testing sterile devices from the same finished good lot or receiving details regarding the tools utilized to grasp the needle component, details of the robotic procedure performed (was a trocar used/correct size used) or the surgeon¿s technique a definitive root cause cannot be determined at this time